Event description:
Caller states that it looks like there is some type of burning damage in the location where the code key would normally be located. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.